Manufacturer narrative:
H3/h6: the device was returned for evaluation. A review of the event history log identified that the reported issue occurred 12 times. Visual inspection was performed, and no physical damage or anomalies were identified. Functional testing, including dso occlusion pressure testing, was conducted to evaluate the reported issue. The reported problem could not be duplicated; however, dso pressure test results were observed to be lower than typical values while remaining within specification limits. The device subsequently passed all functional and performance verification testing with no failures identified. Based on the investigation results, the complaint could not be confirmed, and a probable cause could not be determined.

Event description:
It was reported that low downstream occlusion sensor (dsc low) alarms were observed during epidural patient use. Reloading the cassette between tests resulted in occlusion readings between 8.8 psi and 11.5 psi, and a membrane bubble was observed over the pressure sensor. Troubleshooting and replacement of the pump with a new drug cassette delayed analgesia delivery for approximately 20 minutes. There was patient involvement with no reported patient harm.